Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg3jsvh14: unknown explanted: unknown product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 29-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a distributor (dist) regarding a patient receiving intrathecal gabalon at a dose rate of 450 mcg/day via an implantable pump for severe spasticity due to hypoxic encephalopathy. It was reported the patient experienced worsening spasticity. Due to insufficient effectiveness at this time, a catheter contrast examination was performed, but cerebrospinal fluid could not be aspirated. Catheter trouble was suspected, and it was presumed to be at the catheter tip. Surgery to replace the catheter and pump was performed, and improvement occurred after that. However, since it was unclear whether the tip of the catheter was blocked or has entered the epidural space, an investigation of the catheter was requested. A request was made to investigate the condition of the catheter tip. The outcome of the event was recovering. Causal relationship of the event to drug, programming, and procedure was indicated as unrelated, and unknown if related to the catheter.

Event description:
Additional information was received from a foreign healthcare provider via a distributor. The catheter was implanted on (B)(6) 2020. The pump was replaced, but not due a malfunction. The pump was replaced at the same time as the catheter as the pump was scheduled for replacement (routine) in (B)(6) of 2027.

Manufacturer narrative:
Continuation of d10: product ID 8781, lot# hg3jsvh14, implanted: (B)(6) 2020, explanted: (B)(6) 2025, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: 8781 catheter: analysis identified the catheter body to be deformed in shape however it did not affect the performance of the catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# hg3jsvh14. Implanted: (B)(6) 2020. Explanted: (B)(6) 2025. Product type catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign distributor (for, dist) indicated that the 8781 catheter and the patient's pump were implanted on (B)(6) 2020 and explanted on (B)(6) 2025.